Manufacturer narrative:
Patient height reported as 172cm. 510k: this report is for unknown cortex screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent revision surgery on (B)(6) 2021, due to non-union. Surgeon suspects poor blood flow as a risk factor for the non-union. Patient initially underwent surgery for forearm fracture on (B)(6) 2020. This report is for unknown cortex screws. This is report 2 of 3 for (B)(4).